Manufacturer narrative:
Siemens filed MDR 2517506-2020-00210 on 23-jul-2020. Additional information (31-jul-2020): the customer stated that they were getting clot check errors on all samples and tube types when a sample is run in position 1 on any segment. Siemens further investigated the cause of the discordant, falsely elevated glucose (gluc) result. Siemens could not determine if reagent delivery, weak sample mixing, or foam issues contributed to the falsely elevated gluc result because data was not available. System verification indicates acceptable instrument performance after the service visit. No other issues have been reported by the customer since the service visit. The conclusion code of section h6 was updated to reflect the additional information. Corrected data (05-aug-2020): the PMA/510(k) number in section g5 was updated to reflect the 510(k) number for this instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated glucose (gluc) patient result was obtained on the dimension exl with lm instrument. The customer indicated that there were no issues with quality controls on this instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a variety of troubleshooting steps on the instrument and observed an issue in cuvette manufacturing. The cse found that the trailing edge of film was not being properly pressed against the back of the cuvette form, which led to issues with the cuvette lip. The cse resolved issue by adjusting the cuvette film. Siemens followed up with the customer regarding the instrument's performance and the customer indicated that the issue was resolved after the cse adjusted the cuvette film. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated glucose (gluc) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered lower than the initial result and was consistent with patient history. The repeat result was reported, as the correct result, to the physician(s). The customer reported that discordant results were intermittently obtained from march to june but did not provide data to support this statement. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated glucose (gluc) patient result.